Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient with an implantable neurostimulator (ins). It was reported they implanted a device, it didn¿t work, she had multiple surgeries to insert and remove the device and start all over again. The consumer noted the only time her bladder functioned properly, and she was able to feel the urge to urinate was during pregnancy. There were no further complications that have been reported as a result of this event.